Manufacturer narrative:
H10: additional narrative: customer stated when the cns boots up, it goes into windows just fine but then the entire system closes all running applications and the desktop background is the only thing that can be seen or accessed with an error message: "blue screen the file system structure on the disk is corrupt and unusable, please run checkdisk utility on the volume c:" service requested: repair. Service performed: repair. Investigation result: nk ts suggested the issue was with the windows image and not with the hard drive based on the reported symptoms. Device was able to boot into windows first and then encountered the reported issues. It was unknown what caused windows image to be corrupted. Nka repair center replaced the hard drives with the same set up to resolve the issue. Device was put into service on 7/27/2013. Warranty expired on 7/27/2015. Service history for this device shows the following tickets: 6551: device needed new hard drives due to intermittent freezing. 22880: software update request. 26770: device needed new hard drives. 26923: duplicate of ticket 26770. 27418: display issue. 35110: display issue. 40803: current ticket. 52925: user error. This device has had a third hard drive replacement. Circumstances regarding the failures are not available. The root cause could not be determined at this time. Customer's service history shows no other hard drive related tickets. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) software shut down and would not fully boot back up. It would go into windows just fine but then the entire system would close all running applications and the desktop background was the only thing that could be seen or accessed, displaying an error message: "blue screen the file system structure on the disk is corrupt and unusable - please run checkdisk utility on the volume c:"

Manufacturer narrative:
The customer sent the unit in for repair. The unit was cleaned and evaluated and the reported problem was duplicated. The cns's application did not load properly when connected and powered up. Scan disks were performed and the hard drives were checked. Both hard drives needed replacing to resolve the issue, since both were over 2 years old and degraded. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) software shut down and would not fully boot back up. It would go into windows just fine but then the entire system would close all running applications and the desktop background was the only thing that could be seen or accessed, displaying an error message: "blue screen the file system structure on the disk is corrupt and unusable - please run checkdisk utility on the volume c:"